Event description:
It was reported to resmed that an h5i humidifier caught fire.

Manufacturer narrative:
Resmed's engineering investigation department has not received this device and therefore is unable to confirm the complaint or determine the cause of the malfunction at this time. There was no injury or properly damage associated with this incident.